Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unknown size unknown gel implants smooth on both sides and experienced bilateral capsular contracture; left side baker grade IV, and right side baker grade iii postoperatively. The issue was diagnosed after physical exam. As a result, patient underwent bilateral explantation, and replacement on (B)(6) 2022. Replacement order was placed for catalog numbers 3507360mc, 3507405mc, and 3507445m. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the gel mod-rnd 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 10, 2022, mentor became aware that both mentor implants encased in capsular contracture baker grade IV with calcification and rupture on the left side. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 25, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device information has been updated on this form as follows: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3507350bc". Field d4 for lot number has been updated to "5561017". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Field g4 for PMA/ 510(k) has been updated to "p030053". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).